Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed multiple no delivery errors. The customer's blood glucose level was 600 mg/dl at the time of the call. The customer was hospitalized (B)(6) 2019 at 9 pm for their high blood glucose and was treated with manual injections and IV fluids. The customer declined troubleshooting and was unable to determine the cause of the issue. The issue was resolved with a set change. The customer will return their used reservoir and infusion set back for analysis.